Event description:
It was reported that a patient experienced a severely cracked screen on their device. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional action was taken as requested by the customer.